Manufacturer narrative:
The investigation determined that a higher than expected phenytoin result was obtained from a quality control fluid using vitros phyt slides with a vitros 5600 integrated system. The most likely assignable cause of the higher than expected quality control result is instrument related. Vitros phyt within run precision testing performed was outside of ortho guidelines, indicating that the vitros 5600 integrated system was not performing as intended at the time of the event. An ortho field engineer performed repair activities and returned the vitros system to its intended performance as verified by a successful vitros phyt within run precision test.

Event description:
A customer obtained a non-reproducible, higher than expected phenytoin result from a vitros tdm performance verifier fluid (34.6 ug/ml vs. Expected result of 28.3 ug/ml) using vitros phyt slides with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected phenytoin result was generated from a non-patient fluid and no erroneous patient sample results were obtained or reported from the laboratory, however the investigation cannot conclude that patient sample results would not be affected if the event were to occur undetected. There is no allegation of patient harm as a result of the event. (B)(4).